Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer who was onsite.the rse confirmed with the customer the speaker worked; however, there was still a speaker inoperative message still present. The customer was provided with a replacement speaker to resolve the issue. Based on the information available, the cause of the reported problem was confirmed to be speaker assembly. After the speaker and mainboard replacement, the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.

Event description:
The customer reported that they got a loudspeaker error and malfunction. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.